Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device sterility was compromised. An advantage balloon catheter inflation device was selected for use. During unpacking, it was noted that the device did not open properly from the package and became unsterile. The device was unable to be used so a different device was opened. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual inspection of the device revealed a tray with its tyvek partially open was returned for this complaint. There were some residues of tyvek over the edges of the tray in the seal area. There was no evidence that the device or its packaging is out of specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is design: product enhancement as the device met the designed specification however a modification would improve performance, function or appearance of the product. (B)(4).

Event description:
It was reported that the device sterility was compromised. An advantage balloon catheter inflation device was selected for use. During unpacking, it was noted that the device did not open properly from the package and became unsterile. The device was unable to be used so a different device was opened. No patient complications were reported.